Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. The customer did not return any samples for evaluation. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. No corrective action is required at this point. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.

Event description:
The reporter indicated "the patient underwent CT guided right lung biopsy surgery, and 3 biopsies were taken. The patient developed hemoptysis, and CT re examination showed significant pneumothorax."

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.